Event description:
In 2004, the facility's charge nurse informed the MFR's clinical specialist of the following: during implantation 2004, the patient developed a pneumothorax. The patient expired 2 days later. No further details were provided at this time.